Event description:
Reporter alleged customer was getting high readings of in the 200s mg/dl and felt shaky on one occasion, so went to the hospital as a result. It was stated customer's meter read 226 mg/dl compared to the hospital measurement of 93 mg/dl. Treatment information was reportedly not provided by the customer and the manufacturer was unable to obtain any additional information despite several unsuccessful attempts. A request was made for the return of the suspect device and replacement product was sent.